Event description:
It has been reported to us that during the procedure, the hub of the introducer sheath separated from the shaft. The physician inserted the introducer sheath into the pt's femoral vein. The physician inserted an ablation catheter through the introducer sheath into the pt. During manipulation of the ablation catheter, the physician noticed that the hub of the introducer sheath had become separated from the shaft. The physician removed and replaced the introducer sheath with another to complete the case. Pt is reported to be fine.

Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.